Event description:
Pt reported lower blood glucose readings and out of range normal control solution test results with device, lot 1k525b. Pt opened first bottle of test strips from box in july of 1996. All blood glucose readings obtained with this bottle seemed "normal" (in the 120 mg/dl range). Some time within last 4 months, pt opened the second bottle from same box of test strips. With first test strip from bottle, she obtained a blood glucose reading in 10-17 mg/dl range. Pt questioned reading. However, she continued to use test strips from bottle. Some time this week, pt performed a normal control solution test with a test strip out of second bottle from box, she obtained a control soltuion test result of 17 mg/dl versus a normal control solution range of 114-172 mg/dl (sol. Lot vg166a, exp. 7/98). Control solution was opened this week. Pt shook it before she applied sample to test pad. With co rep. Pt obtained a normal control solution test result of 0 mg/dl versus a normal control solution range of 114-172 mg/dl. Desiccant is in second bottle. Pt used remaining portion of test strips from first bottle and discarded them so she does not know whether desiccant was present in first bottle from box. Pt's meter was set to appropriate code when all tests were performed. Some time this week, pt performed a check strip test and result was in range. Pt was unwilling to perform a check strip test with the rep.